Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self-test, off no power test, error test, basic occlusion test, displacement test and rewind. We were unable to perform occlusion test and no delivery test due to prime anomaly. The insulin pump had minor scratches on display window and cracked battery tube threads. We were unable to verify of the test reservoir volume matches the units remaining in the status screen due to prime anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin kept dripping after rewind. Customer's blood glucose was 121 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.